Manufacturer narrative:
Correction: section b1 "adverse event" and section b2 "required intervention" were selected in error. The event on the right atrial (ra) lead was observed during an existing procedure and did not result in serious injury.correction: section h1 "type of reportable event" should be "malfunction" instead of "serious injury".

Event description:
It was reported that the patient presented in clinic for a regular checkup. It was noted upon interrogation that the pacing impedance was high and out of range and capture thresholds were high on the right ventricular (rv) lead. A procedure to reposition the rv lead was performed but the helix would not extend after several attempts. It was also observed during this procedure that the right atrial (ra) lead's pacing impedance was high, and the helix could not be unscrewed. The rv was explanted and the ra lead capped (B)(6) 2026. Both leads were replaced. The patient was stable.